Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and the root cause could not be determined; however, customer reported using pump supplies up to 4 days at a time. Customer was informed that trusteel infusion sets should be changed every 2 days per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 450 mg/dl.